Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, non-recoverable fault 86 occurred, and the surgeon side console (ssc) allegedly did not have a power source. The customer performed a power cycle and reconnected the blue fiber cables, but the issue persisted. The customer plugged the power cords into another wall power inlet, and the system powered on successfully. The customer continued with the procedure until error 86 returned. The technical support engineer (tse) reviewed the logs and identified error 86, which was pointing to a power distribution fault with the analog digital converter (adc). The procedure was converted to another da vinci system. There was no reported injury. Due to the alleged issue, the procedure was delayed by greater than 30 minutes. On 18-january-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the robotics coordinator: the system was not powered on before placing ports on the patient. After the customer plugged the power cords into another wall power inlet, the nurse stated the system was powered on without errors. The system functionality was checked upon powering on the system. When the issue occurred, the customer contacted technical support for troubleshooting assistance. The tse reportedly guided the customer through all possible troubleshooting steps before the procedure conversion.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The surgeon side console (ssc) generic power distributor (gpd) was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the gpd involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue. This unit was install into the test system and failed with error 86 at first start-up.